Event description:
It was reported that a torque limiting attachment (tla) 0.8nm/quick coupling broke during a surgical procedure. The surgeon put the drill in reverse and the torque limiting attachment came apart, spilling the components onto the sterile surgical table. The reporter stated none of the components came in contact with the patient as the device broke over the sterile surgical table. The part was thrown away by the hospital. The surgeon completed the procedure without the need for the device or the backup. No surgical delay was reported. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device was discarded; not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.